Event description:
It was reported that 13 devices were used during a laparoscopic fundoplication. It was reported by the affiliate that the 511s gaskets are torn. The operation time was extended. Also 6 will be returned and 7 were discarded.